Manufacturer narrative:
(B)(4). Results: rep samples were returned for eval. They were visually and functionally examined for suture knot tensile strength and they met the requirements. Conclusion: the devices were received in a condition that meets specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that an infant underwent a coronary artery bypass graft with internal mammary artery procedure on (B)(6) 2010, and suture was used. After the procedure was complete, the suture broke. The surgeon needed to reopen and resuture the pt.